Event description:
It was reported that the inflatable penile prosthesis (ipp) device started having a gradual fluid loss and stopped working less than three years after the initial implant. The patient underwent a surgical procedure in which all components were explanted and replaced with a device from a different manufacturer. Upon explant, it was noted that when the reservoir was still slightly filled with liquid; when pressed, a small leak was noted on the component. The patient is fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the pump and cylinder did not identify any leaks in the components; however, the visual examination performed on the reservoir identified a hole at the corner of a fold in the reservoir shell, that can be attributed to fatigue and wear. Based on this observations, the reported allegations of fluid leak and mechanical issue were confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the reservoir identified that there was a hole at the corner of a fold in the reservoir shell, that can be attributed to fatigue and wear; a leak was present. Visual examination of the remaining components did not identify any leaks. Functional testing of the pump and cylinders showed that the components performed within specifications. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device started having a gradual fluid loss and stopped working less than three years after the initial implant. The patient underwent a surgical procedure in which all components were explanted and replaced with a device from a different manufacturer. Upon explant, it was noted that when the reservoir was still slightly filled with liquid; when pressed, a small leak was noted on the component. The patient is fully recovered.